Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the vessel sealer extend (vse) instrument faulted when connected to e-100 generator. The customer power cycled the e-100 generator before calling intuitive surgical, inc. (Isi) technical support. The customer moved the vse instrument connection to the erbe generator. The vse instrument worked as intended when connected to erbe. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse resolved the issue with the customer system setup. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.